Manufacturer narrative:
E1 initial reporter address: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly from the femoral marker to the proximal and distal ends. A kink was also observed in the sheath assembly from the lapjoint and there was a separation of the imaging window at the lap joint. The hub rotator retainer clip was removed and the rotator and imaging core assembly was pulled out from hub. A broken drive shaft was found within the telescope section of the device. Imaging core windup were found within the telescope section and the sheath section of the device beginning17.4 cm from the distal end of the connector shaft . Windup was encountered in the single heat shrink area and the non-heat shrink area in the telescope area and the sheath area. Microscopic inspection revealed the distal housing of the transducer to be complete with no shattered pieces. Impedance testing showed an electrical short at the proximal wave form.

Event description:
It was reported that device detachment occurred. An opticross imaging catheter was advanced to view the moderately tortuous and mildly calcified target lesion. There was no problem with the image during preparation, however, during usage the screen became black. The device was removed and during flushing outside the patient, the imaging window detached from the sheath at the lap joint. The procedure was completed with another of the same device with no patient injury.

Manufacturer narrative:
Initial reporter address: (B)(6). Device not yet received.

Event description:
It was reported that device detachment occurred. An opticross imaging catheter was advanced to view the moderately tortuous and mildly calcified target lesion. There was no problem with the image during preparation, however, during usage the screen became black. The device was removed and during flushing outside the patient, the imaging window detached from the sheath at the lap joint. The procedure was completed with another of the same device with no patient injury.